Event description:
It was reported that during an unknown procedure, there was some difficulty in grasping the firing trigger at the first firing. The staples on the cut line of the rectum were malformed and the tissue was not staples. The second cartridge was loaded into the device and fired. The second firing was completed without any problems. Reinforcement material was not used. At first, double-stapling-technique was scheduled, but purse-string suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.